Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient felt ¿zingers¿ up and down their right leg with tilting their head back and reclining. It was noted that the stimulation felt like intense ¿prickling¿ and lasted until the patient changed positions. It was unknown what actions were taken or what the outcome of the event was. No further complications were reported/anticipated.